Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a meal announcement the user received an insulin occlusion alert and the system delivered only 52% of the intended meal insulin, consistent with an infusion set or supply pathway blockage involving the cartridge, connector, or tubing. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 108 mg/dl. Outcomes included the need for supply change, with the user instructed to replace the infusion set, tubing, and insulin, and the issue resolved after supply change. Investigation included troubleshooting and user education on infusion set and tubing replacement. Investigation of this case revealed an occlusion in the insulin delivery path associated with the infusion set and related components, which resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion pathway occlusion attributable to the disposable infusion set components.